Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely decreased hemoglobin result generated on the alinity hq processing module on a 69-yr old patient. The following results were provided: (B)(6) 2025 sid (B)(6) = alinity hq = 7.6 g/dl, patient sent to the hospital and retest was 12.7 g/dl. No further impact to patient management was reported.

Manufacturer narrative:
The sample was collected (B)(6) 2025 but not process on the analyzer until 6/06/2025, which is beyond the 48-hour stability timeframe for venous and capillary whole blood samples. Additionally, the sample also generated nrbc and invalid flags. No specimen reports were submitted for review. Per the alinity h-series operations manual, specimens are stable up to 48 hours after collection. The sample was tested beyond the allowed stability timeframe. Based on the information provided, no issue was identified. A product deficiency or malfunction was not identified. Based on the investigation no systemic issue or product deficiency was identified and the product is performing as expected.

Event description:
The customer reported a falsely decreased hemoglobin result generated on the alinity hq processing module on a 69-yr old patient. The following results were provided: (B)(6) 2025 sid (B)(6) = alinity hq = 7.6 g/dl, patient sent to the hospital and retest was 12.7 g/dl. No further impact to patient management was reported.